Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), loose drive support cap. The customer reported no adverse event. The event involved product(s) mmt-754wws. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions . Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit received with failed batt test alarm. Unable to perform the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to failed batt test alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. However, found corroded battery tube. Swapping out test case confirms failed batt test alarm is due to corroded battery tube. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, scratched case, stained address/serial number label and stained end cap sticker. Drive support disk was inspected, and no anomaly was noted. Failed batt test alarm due to corroded battery tube, cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.